Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "adverse event description: unexpected pain not related to surgical recovery. Patient contacted clinical team after having soreness and some movement limitation in study shoulder. On 05/13, patient reported the symptoms had subsided."